Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt experienced hemolysis and was gray and jaundiced with right heart failure signs. On (B)(6) 2012, the pt received a pump exchange, and during the procedure, a kink was noted in the bend relief and a small white thrombus was noted in the pump.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.